Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 197 mg/dl, and the meter bg reading was 477 mg/dl. Additionally, the non-tandem infusion set cannula was kinked. Subsequently, customer was taken to the emergency room and was treated with intravenous saline. Customer was admitted to the hospital for diabetic ketoacidosis (dka); bg was 530 mg/dl. Intravenous fluids and insulin injections were administered to resolve elevated bg/dka. Customer was discharged on (B)(6) 2019 with the issue resolved and with no permanent injury. Pump therapy was resumed. Reportedly, customer used pump supplies for 4 days. Tandem technical support informed customer that per labeling, pump supplies are to be changed 2-3 days.